Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was frayed and no longer charges the pump. Customer used an alternate usb cable and the pump charged successfully. There was no reported impact to the customer's blood glucose level.